Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) did not work. The hcp stated that it was unclear to them what that meant. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is radicular pain syndrome (radiculopathies).